Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient&#38112;device was implanted after the use by date. Follow up is being conducted to confirm the implant date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified the patient's device was implanted on (B)(6) 2014, not (B)(6) 2015.